Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific reported that this rv lead exhibited loss of capture and high thresholds. The physician believes the high thresholds are due to the patient having exit block. The physician will refer the patient for a lead revision. Should additional information become available this file will be updated.